Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.